Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that her pump is on blank display. Customer's blood glucose value was unknown. Customer states she was in a pool and got out and noticed the screen had a flashing, white or blank display. Did the troubleshooting but was unable to resolve the issue. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic assemblies. Unable to verify change sensor alerts, calibration not accepted messages, blood glucose loop anomalies, auto mode anomalies or transmitter anomalies due to blank display. Unable to perform device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display.